Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being stretched and kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the event occurred in july of 2019; however, the exact date of the event was not reported. Procode: krd/hcg. Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization, there was ¿very big friction¿ resistance between a 1mm x 3cm galaxy g3 mini coil (glm910030, l14538) and an 017 echelon10 microcatheter (mc). Properly during the run. There were no consequences to the patient reported. The coil was removed intact from the patient and the procedure was completed successfully with another coil. The device was inspected for damage prior to use, no issues reported. One non-sterile unit galaxy g3 mini 1mm x 3cm was received inside of a pouch. The hub was inspected, and no damages was noted on it. The dpu was inspected and it was found kinked at 0.1cm and 49.5cm from the proximal end. The introducer was inspected, and it was found partially unzipped and kinked. The re-sheathing tool was inspected, and it was in good conditions. Also, the marker band was found at 38cm from hub, and it was found within specification. The v-notch was inspected under microscope and no damages were note on it. The rh was inspected under microscope through the introducer and it was found in good condition. The embolic coil was inspected under microscope an it was found kinked and stretched. A manufacturing record evaluation was performed for the finished device l14538 number, and no non-conformances related to the reported complaint condition were identified the complaint reported by the customer ¿detachable coil delivery system (dcs) - resistance/friction-during advancement with no loss of cerebral target position¿ was not able to evaluate due the conditions of the received device (dpu- kinked, embolic coil- stretched/kinked). The kinked and the stretched condition appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Neither the analysis nor the mre suggest that the failure reported by the costumer could be related to the manufacturing process. Based on the limited information, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. The instructions for use (IFU) caution that if unusual friction is still noticed during advancement or retraction of the coil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire catheter system and examine for damage. Replace it with a new system. If friction still exists, withdraw and examine the delivery catheter system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization, there was ¿very big friction¿ resistance between a 1mm x 3cm galaxy g3 mini coil (glm910030, l14538) and an 017 echelon10 microcatheter (mc). Properly during the run. There were no consequences to the patient reported. The coil was removed intact from the patient and the procedure was completed successfully with another coil. The device was inspected for damage prior to use, no issues reported. Based on the device analysis, the embolic coil was noted to being stretched and kinked.